Manufacturer narrative:
Investigation summary: bd (B)(4) received samples and attached three (3) photos for investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter (fm) was observed. The plastic wall of the tube contained black carbon embedded in the wall. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Embedded fm is by its nature isolated from any specimen, therefore it is considered a cosmetic defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "black embedded foreign matter onto the product."